Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated architect prolactin results for a 31-year-old male patient. Architect prolactin 1053.9 miu/l (reference range 72.66-407.4) roche result is 450.4 miu/l (reference range is 81.83-483.36) other results provided: test rf 10.34 iu/ml, iga 2.26 igg 12.01 igm 0.72 c3 1.28 c4 0.28 crp 4.32 all negative. No impact to patient management was reported.

Manufacturer narrative:
Corrected data found in fields d4 lot number and d4 primary UDI number. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review was performed which did not show any non-conformances or deviations related to the issue under review. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay was identified.